Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect after a fall. The patient had to catch herself from slipping under a car, which put her in bed for 2 weeks. The patient also lost the pulsing sensation she had prior. Stimulation was on. The patient was re-directed to her healthcare professional.